Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review shows a total of 3 complaints for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medsun report (B)(4) received on 23jan23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-202a, vcare 200a ¿ large. This was reported as a product problem not an adverse event. The report states that on (B)(6) 2022 ¿early 40¿s female with history of menorrhagia and pelvic pain. Procedure: laparoscopic assisted vaginal hysterectomy. During the procedure, the white tip of the vcare started to swivel and was no longer stationary. A new one was used without further problems. No known problems - however, patient did return to hospital. Post op day 5 - CT guided percutaneous aspiration with a positive culture from previous surgical area. 4+ gram pos cocci and 2+ gram pos rods.¿ there was no injury or impact to the patient or user. After further assessment it was found that the procedure was completed with ¿new device used¿ and there was a ¿minimal delay¿. No excessive force was used. Surgeon uses product often. The reporter clarified the positive culture stating " I am not stating it was caused due to the device, I am only making you aware that this did occur." The current status of the patient is "unknown- not a patient". There was no medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medsun report (3600840000-2023-8001) received on 23jan23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-202a, vcare 200a ¿ large. This was reported as a product problem not an adverse event. The report states that on (B)(6) 2022 ¿early 40¿s female with history of menorrhagia and pelvic pain. Procedure: laparoscopic assisted vaginal hysterectomy. During the procedure, the white tip of the vcare started to swivel and was no longer stationary. A new one was used without further problems. No known problems - however, patient did return to hospital. Post op day 5 - CT guided percutaneous aspiration with a positive culture from previous surgical area. 4+ gram pos cocci and 2+ gram pos rods.¿ there was no injury or impact to the patient or user. After further assessment it was found that the procedure was completed with ¿new device used¿ and there was a ¿minimal delay¿. No excessive force was used. Surgeon uses product often. The reporter clarified the positive culture stating " I am not stating it was caused due to the device, I am only making you aware that this did occur." The current status of the patient is "unknown- not a patient". There was no medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
This complaint was created due to the receipt of a medsun report ((B)(4)) received on 23jan23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-202a, vcare 200a ¿ large. This was reported as a product problem not an adverse event. The report states that on (B)(6) 2022 ¿early 40¿s female with history of menorrhagia and pelvic pain. Procedure: laparoscopic assisted vaginal hysterectomy. During the procedure, the white tip of the vcare started to swivel and was no longer stationary. A new one was used without further problems. No known problems - however, patient did return to hospital. Post op day 5 - CT guided percutaneous aspiration with a positive culture from previous surgical area. 4+ gram pos cocci and 2+ gram pos roads." There was no injury or impact to the patient or user. After further assessment it was found that the procedure was completed with ¿new device used¿ and there was a "minimal delay". No excessive force was used. Surgeon uses product often. The reporter clarified the positive culture stating "I am not stating it was caused due to the device, I am only making you aware that this did occur." The current status of the patient is "unknown- not a patient". There was no medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: received one 60-6085-202a in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The handle spins 360 degrees. Root cause cannot be determined; however, a possible cause is torsional and axial loading during uterus manipulation. A two-year lot history review shows a total of 3 complaints for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.